Event description:
Information was received indicating that during use of a smiths medical cadd medication cassette with green flow stop, the pump exhibited no disposable, pump wont run" alarm that was unresolved with troubleshooting. Per reporter the residual volume was 5.4 ml, rate .5 ml/hr and given 44.60 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time.

Manufacturer narrative:
Additional contact: (B)(6).